Event description:
It was reported that during a remote follow-up, it was noted that there were episodes of undersensing on the device due to suspected loss of tissue contact. Technical support was contacted, however, no intervention was performed. The patient was stable and will continue to be monitored.